Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The reported condition was confirmed. The device continuously generated a re-grasp alarm and a seal cycle could not be completed. The investigation arcing damage to the seal plate. The overmold plastic was also partially damaged and missing plastic on the bottom jaw. The missing piece was not returned with the device. The damage to the ligasure jaw and overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Additional information: b5 correction: if information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, there is no start for sealing and alarm tone and nothing was left in the patient cavity.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a sealing issue during a procedure. The customer said that the first sealing was ok but during the procedure, sealing was no longer possible. An alarm tone occurred. The customer cleaned the instrument but sealing was still not possible. A new device was opened to complete the case. The incident device was returned and the bottom jaw was found to be missing the mold plastic. No patient injury was reported and no further information has been provided.